Event description:
Home monitoring alerted decreased lead impedance of 195 ohms. At an in office check up increased rv thresholds were detected. The lead was explanted and replaced. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found torn 45 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead fragment. In particular between 4 cm and 5 cm proximal to the lead tip the insulation was rubbed through. This damage can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction with modified tissue in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.